Event description:
It was reported that the mount screw fractured and implant has a dent in it, at tooth site #22. Therefore, the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D1: brand name updated. D3: manufacturer email address. D9: device availability. G1: contact office (and manufacturing site for devices) contact name and email . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. It was reported that tooth site #22 the implant was being placed, the mount screw fractured and implant has a dent in it. Zimvie received one (1) tsx47b11, (tsx implant, 4.7mmd, 11.5mml) for evaluation. Visual evaluation was performed, worn markings due to usage however no fracture has been identified on the implant. DHR review was completed for the subject lot number 1264934. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1264934 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional : fracture : implant the customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was material selection of implant inadequate (unable to withstand occlusal forces or long term loading). Therefore, based on the available information, a device malfunction did not occur. The no fracture was identified. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.